Event description:
It was reported that during a case, the maj-2315 had fell off and was retrieved from the patients cheek . It was reported by (B)(6) that the maj-2315 may have been improperly installed. Case was completed without incident. A request for additional information in progress. This event includes 2 reports: (B)(6): maj-2315. (B)(6): (B)(4).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus tried to get additional information regarding the event, but the customer did not respond. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: 1)chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2)the cover was easily removed from the scope due to insufficient attachment to the scope. 3)when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. However, since it has been reported that the distal cover may not have been installed correctly, it is highly possible that 2) is the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to the following fields: a3, a6, b5, d4, d10. A2: patient reported to be "middle-aged."

Event description:
The customer provided additional information. The distal cover was inspected prior to use and was found to be intact. The tjf scope was inspected prior to used and found to be intact. The patient's intended procedure was an endoscopic retrograde cholangiopancreatography, (ercp). The distal cover fell off of the endoscope during withdrawal of the endoscope at the end of the procedure. The intended procedure was completed. There was a ten (10) minute delay in the procedure to recover the distal cover. No anti-fog agents or chemicals used on the scope lens. There was no damage to the distal cover after attaching to the scope and it was confirmed to be securely attached but not pulled or twisted. The facility did note this was the first time the nurse connected the distal cover the to the endoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the distal cover will never come off when it has no damage, and it is correctly attached to the scope. It is likely that the following causes for the distal cover to fall off include: (1) chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope, (2) the cover was easily removed from the scope due to insufficient attachment to the scope, (3) the cover was damaged by pushing the cover diagonally when it was attached to the scope, and the cover was easily removed from the scope. Since it was reported that the distal cover may not have been installed correctly, it is most likely that the issue was caused by insufficient attachment to the scope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.